Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During pd treatment patient encountered several air detected in cassette warnings as well as draining slowly alarms. Technical services advised cancelling treatment and when the patient opened the cassette door and removed the cassette there was fluid leaking and there was a rupture in the cassette film. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s pd nurse indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient had to have two to three manual treatments before the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The 3rd party tracking number was verified and no information was found that the customer sent the sample. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During pd treatment patient encountered several air detected in cassette warnings as well as draining slowly alarms. Technical services advised cancelling treatment and when the patient opened the cassette door and removed the cassette there was fluid leaking and there was a rupture in the cassette film. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s pd nurse indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient had to have two to three manual treatments before the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.